Event description:
The bi-pap screen was black, machine kept stopping, appeared to not be working at all. Nurse heard alarm in patient's room - entered to find the screen black on the bi-pap machine, it was not working, and patient's pulse-oximeter was reading 49%. Patient was bagged to increase oxygenation; doctor notified and patient appeared to be doing well and did not appear to be in distress. Respiratory manager removed machine to send back to manufacturer to repair machine.